Manufacturer narrative:
No product returning for evaluation. Should new information become available, a follow up supplemental report will be submitted.

Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during basal delivery. Customer's blood glucose level was 340 mg/dl. Customer was able to successfully load a cartridge, resume insulin delivery, and deliver a correction bolus.